Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was able to reproduce the error. Fse performed a prime wash and swapped the washer valve and found a clogged wash probe. The fse cleaned the wash probe and performed prime wash to ensure no purge failure. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (2239) bf probe 1 purge failure cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. The most probable cause of the reported event was due to a clogged washing probe assembly.

Event description:
A customer reported error message ¿2239 bf probe 1 purge failure¿ after placing on a new wash solution on the aia-900 analyzer. The technical support specialist (tss) instructed the customer to remake was solution, prime the wash several times, reset the power to the analyzer, and the issue remains. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.